Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm evaluated the iabp and was unable to reproduce the reported issue. However, the stm observed various alarms in the iabp¿s diagnostic (error log-fault codes 16, 78, 101, 111, 112 and electrical fault code 13), and after consulting with a more senior stm, they both determined that the executive processor board was faulty. To resolve the issue, the executive processor board was replaced, and all functional and safety tests were performed and passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) shut down and presented an internal error. The unit was sent to their biomedical department for evaluation. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge service was not dispatched in connection with this event; however, an fse was dispatched for a subsequent event involving this iabp, previously reported under mfg report number: 2249723-2019-00389. During that evaluation, the following was reported: the stm evaluated the iabp and was unable to reproduce the reported issue. However, the stm observed various alarms in the iabp¿s diagnostic (error log-fault codes 16, 78, 101, 111, 112 and electrical fault code 13), and after consulting with a more senior stm, they both determined that the executive processor board was faulty. To resolve the issue, the executive processor board was replaced, and all functional and safety tests were performed and passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical service. The full name of the event site noted is (B)(6).

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) shut down and presented an internal error. The unit was sent to their biomedical department for evaluation. There was no patient harm and no adverse event was reported.